Manufacturer narrative:
This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
It was reported that in 2006, a patient (age and gender unk) underwent multiple band ligation for the treatment of esophageal varices by way of a speedband multiple band ligator device. During the banding procedure, the ligator head "became affixed to one of the varices and detached from the end of the scope." The physician was unable to remove the ligating head since it was "firmly attached via bands surrounding the varix, so it was allowed to remain in the patient." "After a few days, the ligator head sloughed off the varix and was allowed to pass normally via peristalsis." Re-intervention was conducted 2 weeks following the original procedure date and the remaining varcies were successfully banded. It was reported that the patient was in "fine condition" following these events.